Event description:
The reporter stated taht the patient received a marathon dr (018598) recently. During a follow-up, the technician performed a magnet strip test and she noticed almost total inhibition of the pacemaker. When the magnet was moved, the pacemaker returned to normal operation. The technician attempted the test two more times and got the same results. The number of pacing cycles seen before inhibition varied from 5 to 12 ; inhibition was from 2 to 8 seconds with an underlying rhythm of approximately 30 bpm. Before going any further she performed another itp (inquire, telemetry and print). As well, inhibition was from 2 to 8 seconds with an underlying rhythm of 30 bpm. No programming changes were made before or after this event. The technician's supervisor attempted a magnet test and was unable to reproduce inhibition. Normal operation was seen at this time.